Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the concentrator will power on and on pulse mode, shuts down, then alarms and no error lights will flash (none of the visual display lights work).

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the manifold hoses were leaking and the sieve beds were saturated causing unit to alarm and shut down, which confirmed the original complaint issue. However, there was no indication that there was a failure of the visual display lights to function.

Event description:
Provider states the concentrator will power on and on pulse mode, shuts down, then alarms and no error lights will flash (none of the visual display lights work).